Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). No product will be returned per customer. The complaint of luer detached at connection could not be confirmed due to the product was not returned for evaluation. The root cause of this failure could not be determined.

Event description:
Customer reported, the following: IV tubing detached from the angio-cath in patient vein causing spill of chemo agent. Patient was crocheting during chemo infusion and IV detached at end of infusion of 1000mls fluid. No patient harm was reported and no medical intervention was required.